Manufacturer narrative:
The ICD and the lead under complaint were returned for analysis. The manufacturing process for the devices was re-investigated, revealing that all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. Particularly the final acceptance test proved the devices functions to be as specified. Intica 5 dr-t df4 promri: prior to the analysis of the device, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem. Subsequently the device was interrogated. The interrogation could be properly performed and revealed the mos1 battery status. All electrical parameters were verified and showed a normal device behavior. Especially, the current consumption and the battery state of discharge were found normal and as expected. There was no indication of a device malfunction. Plexa promri s 65: upon receipt, the lead under complaint was found cut 15 cm distal to the df4 connector pin into 2 fragments. All fragments were received for analysis. An extraction aid was found on the distal fragment. Additional cuts into the insulation were found between 41 and 46 cm distal to the df4 connector pin. These cuts probably occurred during the extraction procedure. The returned lead fragments were visually and electrically analyzed. The visual inspection revealed that the insulation was, apart from the present cuts, free of breaches. During the electrical analysis, the dc resistances were measured. No peculiarities were found. Furthermore, the inspection showed a stretched lead body in the distal region, a deformed rv shock coil and a bent fixation helix, these deformations most likely resulted from the extraction procedure due to tensile stress. Further root cause analysis of the returned lead fragments did not reveal any irregularity that might have contributed to the reported high shock impedance. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
After an implantation period of approximately 46 months it was reported that a lead high shock impedance was observed. The lead and ICD were explanted and replaced. No adverse patient events were reported. Should additional information be received, this file will be update.